Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during the procedure the computer became unresponsive and the system shut down. The computer was rebooted with resolve, and the system could be used without issue. There was a surgical delay of 10 minutes due to this issue, and there was no reported impact on patient outcome.

Manufacturer narrative:
Correction: medtronic representative went to the site to test the equipment, which resulted in part replacement. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer boots normally to the application screen. No unresponsiveness was observed in the spine of cranial applications. No automatic shut downs were observed. They suspect the reported issue was caused be a bad sector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during the procedure the computer became unresponsive and the system shut down. The computer was rebooted with resolve, and the system could be used without issue. There was a surgical delay of 10 minutes due to this issue, and there was no reported impact on patient outcome.